Manufacturer narrative:
H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation issue with a peritoneal dialysis (pd) transfer set; further described as ¿the transfer set untwisting itself from the dark blue part¿. This was observed during patient infusion for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.